Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture and detachment occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous brachium vein shunt. A 6x40mm mustang balloon was used to dilate the lesion. Residue still remained. A non bsc 6x20mm balloon was used to continue additional inflations and residue still remained. The mustang 8.0 x 40, 75cm was pulled to perform another inflation. On the third inflation the balloon ruptured circumferentially at twenty four atmospheres. During withdrawal of the device, the ruptured balloon was stuck within the distal part of the sheath and the distal part of the balloon was detached from the shaft. After the event surgery was performed for the "residue" treatment. The procedure was not completed due to this event. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user/use error. From the information available this device was not used per the directions for use (dfu) / product label. The complaint report states that the balloon material burst/ruptured on the third inflation at 24 atm, which is above the rated burst pressure. (B)(4).

Event description:
It was further reported that the lesion was severely calcified and there was no resistance encountered when advancing the device to the lesion. First inflation of the balloon was to ten atmospheres for thirty seconds. The second inflation was at twenty atmospheres for thirty seconds. The balloon was inflated for one second when the previously reported rupture occurred. Physician stated "it could have not been helped, the lesion was very hard, and it was severely calcified". The previously reported surgery included removal of the device fragments. No portion of the balloon catheter remains inside the patient.